Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 485 mg/dl, which was treated with a manual injection. Blood glucose level at the time of the call was 325 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The customer was advised to monitor his blood glucose levels and will not return the device for analysis.